Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicates the insulin pump suspended delivery due to the difference in sensor glucose and blood glucose readings. The sensor glucose reading was 40 mg/dl and the blood glucose reading was 89 mg/dl. The customer stated they also received changed sensor and calibration not accepted alerts. No harm to the customer requiring medical intervention reported. The sensor will not be returned for analysis.